Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue of partial display is confirmed; the probe image is fully black. The root cause of the probe image is fully black is due to an internal failure of the probe. H3 other text : evaluation summary findings in h:11.

Event description:
It was reported that the probe does not show full image. Approximately 1/2" of the screen, along the top, shows image with the remainder being black. No other information provided, at this time.

Event description:
It was reported that the probe does not show full image. Approximately 1/2" of the screen, along the top, shows image with the remainder being black. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.